Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to a premature battery depletion advisory warning. The patient was a pacemaker dependent patient. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
On (B)(6) 2016 a decision was made to report all prophylactic explants. The aware date was updated to reflect this change.